Event description:
Alleged deflation.

Manufacturer narrative:
The explant was not received and was discarded in error. No information is available to determine cause of deflation.

Event description:
Alleged deflation.